Manufacturer narrative:
(B)(4). Batch # ni. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: was the device fired? Did any staples deploy? Were the deployed staples formed in the proper b form shape? Was the staple line complete? Did the device deliver a cut line? Was the cut line complete? Was buttressing material used? What color cartridge was being used? At what firing did the issue occur with the device? The device was fired. No staples deployed at all. The cutline was complete (cutting without stapling). Unknown if buttressing materials were used. White cartridge used. Issue occurred at first firing.

Event description:
It was reported that during an unknown procedure, the stapler was not able to close the jaws properly. When they finally closed, the firing caused a lot of crushing noise. The surgeon decided to not take further action. They used a clip to staple to "vena renalis." "The stapler was used due to not working properly. A competitor stapler was used "to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n56x5a. The analysis results found that the ats45 device was received with the handle shrouds damage were the tube engages. Cartridge reload was present,the reload was received fully loaded with staples. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No further functional testing could be performed due to the condition of the device. The device was disassembled in order to inspect the condition of internal components and no additional damaged was found. No conclusion could be reached as to how the handle shrouds became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.